Event description:
During a procedure involving an acumed 3.5mm x 10.0mm locking cortical screw, a circular shaving of titanium detached from the screw/mtp fusion plate interface inside the patient. After the procedure, the patient was complaining of irritation. The doctor performed a revision surgery to remove the titanium shaving.